Event description:
On (B)(6) 2014, it was reported that the patient thinks his infusion device delivered a bolus that he did not program. His blood glucose level was 2.2 mmol/l (39.6 mg/dl). He was able to eat and drink and his level rose to 3.6 mmol/l (64.8 mg/dl). Medics arrived at his house, but by that time his blood glucose level was 4.4 mmol/l (79.2 mg/dl) and they did not provide any treatment. The patient's family stated that the patient may have given himself the bolus, but is not remembering it. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.